Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report.  Please reference sections b5 and h6 (medical devie problem code) evaluation results: the customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector. The cable was reseated to correct the reported problem. It could not be firmly established how the cable became disconnected. No evidence of tampering or abuse were found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered up to no video display. Complainant indicated that there was no patient involvement in the reported malfunction.